Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 05 apr 2018. After review of the medical records for MDR reportability, the patient had a right total knee revision to address pain, stiffness, and loosening of the femoral implant at the cement/implant interface and loosening of the tibial implant at unknown interface. Depuy cement was utilized. During the procedure there were screws and portion femoral plate removed from previous fracture placed prior to initial knee arthroplasty (both of unknown manufacturer). Doi: (B)(6) 2015; dor: (B)(6) 2017; (right knee).

Event description:
Medical records alleges adhesions.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI: (B)(4). Added: b5, b7 and h6 (surgical intervention).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Added: h6 (patient). H6 patient code: no code available (3191) was used to capture medical device removal.